Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump shut off in the middle of the night and the patient didn't realize until morning. No patient injury reported.